Manufacturer narrative:
The customer declined the option to have their glidescope go monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Follow-up information received from the customer reported that the device is available at their facility, but it had been resolved with detail of the resolution not provided by the customer. Additionally, it was reported that a glidescope spectrum single-use lopro s4 laryngoscope (lot # unknown) was used in combination with the glidescope go monitor during the patient event. It is unknown if the reported image issue was isolated to the glidescope go monitor or the glidescope spectrum single-use lopro s4 laryngoscope. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The following was reported via user facility report number 3902650000-2022-8008 which stated that during an emergent intubation of a coding patient, using a glidescope go monitor, the screen went black twice delaying intubation. No use of a backup device or harm to the patient was reported.